Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient experiencing less than 50% improvement. They rated evaluation 3 and stated things were worse today. Patient also mentioned feeling depressed due to no improvement. Patient was not meeting min 50%. Patient was not feeling stimulation. They were asked if they could bring up and controller said "settings not available" troubleshooting did not work. Patient was changed back to right side and they felt stimulation at 2.0. Patient thought that lead moved. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.